Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by nf on 9/6/2019. Design-related issues: the design of the novation a+ stem inserter has been in the field since 2009. Exactech is aware of 2 other similar complaint reports involving novation a+ stem inserters due to fractured tips since 2009. Because the novation a+ stem inserter is used in total hip surgeries, sales data for femoral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 20 units, which have been in the field since 2011. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this novation a+ stem inserter, (B)(4) rev c, was reviewed. The risk is captured in line 9. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The fractured stem inserter reported in (B)(4) was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the stem inserter tip. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The tip broke off the stem inserter while impacting the stem; the piece was retrieved but discarded. An investigation was conducted: the fractured stem inserter reported was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the stem inserter tip.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The tip broke off the stem inserter while impacting the stem. The piece was retrieved but discarded. No delay to surgery, no adverse effects to the patient. Patient left the room stable. The representative was present at the time of surgery. The device was received for analysis. Attempts were made to request additional information from the representative, but no responses were received. There has been no other information provided by the contacts for this event. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The tip broke off the stem inserter while impacting the stem; the piece was retrieved but discarded. An investigation was conducted: the fractured stem inserter reported was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the stem inserter tip.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The tip broke off the stem inserter while impacting the stem. The piece was retrieved but discarded. No delay to surgery, no adverse effects to the patient. Patient left the room stable. The representative was present at the time of surgery. The device was received for analysis. Attempts were made to request additional information from the representative, but no responses were received. There has been no other information provided by the contacts for this event. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The tip broke off the stem inserter while impacting the stem; the piece was retrieved but discarded. An investigation was conducted: the fractured stem inserter reported was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the stem inserter tip.

Manufacturer narrative:
(B)(4). The device was available for analysis. Engineering analysis completed by (B)(4) on 9/6/2019. Design-related issues: the design of the novation a+ stem inserter has been in the field since 2009. Exactech is aware of 2 other similar complaint reports involving novation a+ stem inserters due to fractured tips since 2009. Because the novation a+ stem inserter is used in total hip surgeries, sales data for femoral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which have been in the field since 2011. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this novation a+ stem inserter, (B)(4) rev c, was reviewed. The risk is captured in line 9. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The fractured stem inserter reported in (B)(4) was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the stem inserter tip. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. The tip broke off the stem inserter while impacting the stem; the piece was retrieved but discarded. An investigation was conducted: the fractured stem inserter reported was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the stem inserter tip.